Event description:
It was reported that the insulin pump started ramping up when a bolus was programmed into the device. The insulin pump then alarmed button error, which could not be cleared. The caller stated that the device was stuck on the button error alarm screen. The caller did not know the blood glucose reading. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to moisture damage on the keypad trace. No scrolling numbers display anomaly noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.